Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 7 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code-batch. Manufactured and mainly distributed in the market (B)(4) units of this code-batch. There are (B)(4) units in stock. Received 7 closed samples and 1 open and empty sample, there is no suture inside. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Knot pull tensile strength results before releasing the product were 1.67 kgf in average and 1.59 kgf in minimum and fulfilled ep requirements. Remarks: when working with monosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the closed samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It was reported that the thread broke during surgery.